Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced hypotension and a retroperitoneal bleed. The femoral vein was accessed with a transseptal access kit and an anterior and posterior transseptal puncture was performed. A watchman® access system was advanced. They started noticing that the patient's blood pressure dropped. The patient was evaluated for a pericardial effusion (pe) and a pe was not visible. The groin area at the bifurcation of the iliac was pinned down and contrast was injected. They noticed a retroperitoneal bleed; this was treated with deployment of a stent in the iliac. It was noted that they want to give the stent time to heal prior to bring the patient back for another attempt at a watchman device. No further patient complications were reported and the patient's status is fine.